Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011; inratio: 3.7; lab: 2.7. Pt's target therapeutic range is 2.0-3.0. Lab test done within an hour of the meter results.

Manufacturer narrative:
Investigation pending.